Event description:
It was reported that during thrombectomy procedure, the subject retriever was advanced to the target site and the stent was noted to be twisted at the proximal end when deployed under the x-ray imaging. When the physician withdrew the retriever out of the patient¿s anatomy, and the proximal end of the retriever was found separated. All broken part of the retriever was removed from the patient¿s anatomy. Another retriever was used to complete the procedure successfully. The patient condition was good, and no clinical consequences were reported due to this event.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling, or packaging failed to meet its specifications when released. During visual inspection, the distal end of the proximal coil was noted to be deformed/kinked at the distal end section. The retriever shaped section was slightly kinked. There was no fracture noted to the retriever or core wire. Functional testing was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The additional information received stated that, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was moderately tortuous. The device was returned and there was no fractured noted to the device. The retriever proximal coil and the retriever shaped section was noted to be damaged. It is probable that the device was damaged during navigation through the patient¿s anatomy. An assignable cause of not confirmed was assigned to the reported issue retriever fractured/broken during use, as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. An assignable cause of procedural factors was assigned to the reported issue retriever core wire kinked and analyzed issues retriever coils damaged and retriever shaped section damage, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during thrombectomy procedure, the subject retriever was advanced to the target site and the stent was noted to be twisted at the proximal end when deployed under the x-ray imaging. When the physician withdrew the retriever out of the patient¿s anatomy, and the proximal end of the retriever was found separated. All broken part of the retriever was removed from the patient¿s anatomy. Another retriever was used to complete the procedure successfully. The patient condition was good, and no clinical consequences were reported due to this event.